Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas module failed to calibrate. The user also reported that the noises coming from the gas module attempting to calibrate were louder than expected. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.